Event description:
It was reported to philips that the device displayed a shock equipment malfunction and subsequently experienced a defib test failure. There was no patient involvement.

Event description:
It was reported to philips that the device displayed a shock equipment malfunction message and subsequently experienced a defib test failure. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and it was initially determined that the test load needed to be replaced as operational testing passed upon its replacement. Upon further follow up, the operational check failed again and the device was sent to the bench for evaluation. An authorized bench technician evaluated the device and determined the capacitor needed to be replaced to resolve the reported issue. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced and the device passed operational testing. The device was returned to the customer site and no further evaluation is required at this time.